Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. (B)(4) .

Event description:
The manufacturer representative (rep) reported being unable to get stimulation with the lead during a procedure. Impedances were within normal limits. The lead was originally in the 8-15 slot on the multi-lead trialing cable (mltc). It was then switched to 0-7 where the other lead was tested and provided good stimulation. It was also moved down 2 vertebral segments. The lead was replaced and the issue was resolved. The patient was alive with no injury and no surgical intervention occurred or was required. Some impedances were also seen to be high on the programmer. No follow-up was required.